Event description:
At 2 years and 11 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the liner (from 10 to 14 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 nov 2024 lot 2101677: (B)(4) items manufactured and released on 21-april-2021. Expiration date: 2026-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.